Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer's blood glucose level. Reportedly, the issue was resolved on its own. Further information regarding the customer or event was not obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.